Manufacturer narrative:
Customer notifications imc17-22.a.us and imc17-22.a.ous were sent out in (B)(6) 2017 to all us and ous customers who received the affected in-date lots of immultie intact pth control module lots 059 and 060/060l and are users of the immulite turbo intact pth assay, to notify them of a possible failure to meet the published ranges in the IFU. The customers were informed that the kit can be used if quality control is within published ranges. If quality control is outside of published range the customer may ask for replacement control module kits. Ultimately, based on the investigation results, this issue was determined to be a negligible health risk. MDR 2432235-2016-00757 was filed for the same event.

Event description:
The customer reported that their quality control was out of range when running turbo intact parathyroid hormone (turbo ipth) assay on an immulite 1000 instrument, when using reagent lot 241 and quality control kit lot 060. The intra operative surgeries for seven patients were delayed as the sample testing could not be performed due to quality control being out of range. There are no known reports of adverse health consequences due to rescheduling of the surgeries.